Event description:
The reporter stated that the surgeon had inserted a aa4203tl toric silicone three piece lens into pt's eye and noticed the lens was torn. The surgeon cut the lens to remove it and replaced it with another model lens. No pt injury.